Event description:
It was reported the programmer overheats, is noisy, and has issues with selecting the printer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce the reported overheat message. Device was left on for four days with no overheat message. Power supply has a rattle sound (something apparently loose inside). System fan is noisy. Analysis could not confirm the reported issue with selecting the printer. Selected printer and printed reports with no fault found. No printer drawer with device. Keyboard is missing screw. When attempting to load software the device acted like the keyboard was stuck. A new keyboard was tried with the same results. A printed circuit board was found out of specification.